Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported tasp was discovered to be missing a ball bearing. No additional information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Visual examination of the returned product identified the shim has one each of components 1 and 2 disassembled / missing. The device history records were reviewed and no discrepancies were identified. Corrective action was initiated for ball bearing falling out of the tasp shim construct at high rate during cleaning. During the investigation, it was discovered that ultrasonic cleaning was not addressed as a potential user need. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.